Event description:
The customer reported observing moisture residue in the ortho provue analyzer and on top and underneath the waste container. The customer also noticed dried wash solution on the analyzer. No erroneous result or contamination occurred as a result of this incident. Fluid leak or probe issues can lead to dilution of reagent/sample, carry over/cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and indicated that the customer had reported observing fluid coming from the handler. The fe determined the probe was crashed within the handler. Replacement of the probe and the appropriated adjustments to the drive motor belt and lubrication to the screw and bearings has returned to instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.